Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient underwent partial removal surgery on (B)(6) 2020 during which the surgeon noted the doctor had to lyse the dense adhesions between the small bowel and overlying umbilical hernia mesh. There was a portion of the small bowel that was completely inseparable from the mesh, so an enterotomy was performed. Small bowel had to be resected due the mesh ingrowth. A small bowel anastomosis was performed as well. It was reported that the patient experienced severe pain, inflammation, nausea, scarring, disfigurement, stress and anxiety. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 12/10/2021. Additional b5 narrative: it was reported that the patient experienced abdominal pain and small bowel obstruction.

Manufacturer narrative:
Date sent to the FDA: 06/02/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.